Manufacturer narrative:
A ge service representative performed an on site investigation. The system was reset during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system had an error message and shut down. The field service engineer noted the system locked up and had to be rebooted. There was no patient injury or death reported.